Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed the insulin pump has a47 alarms due to a corrupted history file. Unable to confirm e70 error alarm due to erased history file caused by several a47 alarms. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump has minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported the customer received a motor position encoder error alarm. Customer's blood glucose was 140 mg/dl. The customer stated they did not expose their insulin pump to a magnetic resonance imaging machine or a high magnetic field. The customer stated the alarm has occurred once. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.